Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the band started deploying from the third band instead of the first band, and no band was deployed off the ligator. The device was removed and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code: a050501 captures the reportable event of bands unable to deploy. Block h10: the returned speedband superview super 7 (ligator housing and handle assembly) was analyzed, and a visual evaluation noted that the ligator housing returned with seven bands attached, some of them were moved and overlapped. The trip wire was cut, possibly it was cut off to remove the device. The handle slot had evidence that the trip wire was inserted. The suture thread, the ligator housing teeth and the suture hole of the ligator housing were in good condition. A functional evaluation was performed by rotating the handle knob. It could be rotated without any problems. The click was audible, and indents felt each 180-degree rotation. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, it was found that some of the bands in the ligator head were moved and overlapped. This suggests that there was an incorrect application of tension to the suture thread at the time of deployment, causing the bands to move and overlap as if twisting them. The trip wire returned cut, and since there was no information about a trip wire break, it is possible that it was cut at the time of removing the device; therefore, it was not coded as a problem. It is possible that the technique used, or the patient's anatomical conditions could have contributed to this event. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
Note: this report pertains to the first of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used during an endoscopic mucosal resection (emr) procedure performed on (B)(6) 2023. During the procedure, the band started deploying from the third band instead of the first band, and no band was deployed off the ligator. The device was removed and a second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with another speedband superview super 7. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.